Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. We were unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.